Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 275cc (l) and 325cc (r) and suffered several unexplained systemic symptoms, including burning, glassy, drippy eyes, light and smell sensitivity, food allergies, stiff neck, muscle atrophy, pain in left breast and ribs, fatigue, redness on left breast, lyme disease, inflammation, sensation of bugs crawling all over body, lower back pain, anxiety, depression, thinning hair, joint pain, rosacea, dry skin, brain fog, tongue issues, memory loss, decreased vision, low libido, coughing, metallic taste in mouth, ibs, gastritis, acid reflux, cold hands, feet and nose, tinnitus, heart palpitations, swollen lymph nodes, short temper, soreness, nail problems, age spots, sharp pains on the skull, low white blood cell count, body stiffness, . Rupture and discoloration were also reported for the right breast implant. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent remova on (B)(6) 2019. This report is for the right breast prosthesis.

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured, a yellowish implant coloration can be noted. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).